Event description:
The clinician reports that the day the implant was placed in the patient's mouth, failure occurred upon insertion. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplmeents during a pandemic" published may 2020.

Event description:
The clinician reports that the day the implant was placed in ada 3, failure occurred upon insertion. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.